Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for analysis. The alleged product issue could not be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during embolization treatment, the embolization coil implant detached unexpectedly during insertion into a microcatheter. The implant coil was removed and the case was completed with a new device. There was no reported injury or intervention.